Event description:
A malfunction on the pump was reported by the caller, but no notable events occurred prior to this issue. There was no reported impact to the customer¿s blood glucose level. Technical support provided pump reset information and assisted the customer with resetting the pump, and the malfunction did not recur after the reset. The customer was informed that they could continue using the pump and instructed to report back if any issues arise again.